Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. Correction: a medtronic representative, following up with the site, reported that a patient was present at the time of the event and the procedure being performed was a functional endoscopic sinus surgery (fess). The medtronic representative reported the inaccuracy was measured to be about 2 centimeters. It was reported the main issue was difficulty with verify instruments.the surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 04/08/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site doctor alleging suspected inaccuracy issue during navigation. No further details regarding this issue, or specifically when it occurred, were provided. No specific measurement, or direction, of the alleged inaccuracy was provided. There was no patient present when this issue was identified.